Event description:
It was reported that there was vegetation found on the aortic valve and leads and infectious endocarditis was noted. The system was explanted and replaced a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also reported that all conductors had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also reported that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.